Event description:
It was reported that a handheld at (B)(6) university hospital was believed to be non-functional. The hhd belonged to a physician, who had left the hospital sometime ago but did not take the hhd with him. A nurse (details unknown) at the hospital reported to the field technician that the device has been sitting in the cabinet since the physician left and was believed to be non-functional. The hhd and software were received on (B)(4) 2015. Analysis is underway but has not been completed.

Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications . An analysis was performed on the flashcard and the reported allegation was confirmed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.